Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 2 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for broken housing with the incident lot was observed. Additionally, retention samples from bd inventory were evaluated by visual examination and the issue of broken housing was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported during use the bd microtainer® contact-activated lancet the lancet breaks off during use. The following information was provided by the initial reporter: the customer stated ¿when using the lancet, at the moment of pressing the lancet, all the parts of the lancet were scattered, the blood sampling was not successful. The scattered parts of the lancet did not cause any damage to patients or blood sampling personnel, but there was a great potential safety hazard."

Manufacturer narrative:
(B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the bd microtainer contact-activated lancet the lancet breaks off during use. The following information was provided by the initial reporter: the customer stated ¿when using the lancet, at the moment of pressing the lancet, all the parts of the lancet were scattered, the blood sampling was not successful. The scattered parts of the lancet did not cause any damage to patients or blood sampling personnel, but there was a great potential safety hazard."